Event description:
Reportedly, this skin stapler was used to close the incision after a hysterectomy. According to the complaint, the staples did not hold the incision closed. No reported patient untoward sequelae.